Manufacturer narrative:
Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent pump exchanged, past history of gi bleed, and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital with complaints of melena. Upon admission the patient had decreased hemoglobin levels and international normalized ratio (inr) of 2.0. Anticoagulation was held. Esophagogastroduodenoscopy (egd) and colonoscopy results were negative for active bleeding. The medical team suspected a small bowel source of the bleeding that had since stopped. The patient was discharged home on (B)(6) 2015 on a decreased aspirin dose (81mg) with an inr goal of 2.5-3.0 to date the patient has had no further bleeding events and is doing well at home.